Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that the patient was hospitalized on (B)(6) 2025, due to hyperglycemia (blood glucose level was >700 mg/dl) after wearing the pod on the abdomen for approximately 4-24 hours. The patient was diagnosed with diabetic ketoacidosis and was also found to have an elevated white blood cell count. It was further reported that a communication error had been noted between the pod and libre 2+ continuous glucose monitor, and an automated insulin delivery restriction (adr) occurred prior to the rise in blood glucose levels; however, the patient did not acknowledge the alarm or attempt a bolus delivery. Adr is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. Reported symptoms included vomiting, extreme dehydration, and delirium. Hospital treatment consisted of intravenous insulin and fluids, as well as wrapping the patient¿s legs as a precaution to prevent blood clots. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Following complaint review on february 11, 2026, the event date b3 field was corrected.